Event description:
Discordant troponin results were obtained on 2 pt samples. The initial samples were serum run from sst tubes, and the discordant results were reported to the physician. The repeat samples were plasma run from green-topped heparinized tubes, and the repeat results were reported to the physician. Pt was given aspirin. There were no report of adverse health consequences due to the discordant troponin results.

Event description:
Discordant troponin results were obtained on 2 pt samples. The initial samples were serum run from sst tubes, and the discordant results were reported to the physician. The repeat samples were plasma run from green-topped heparinized tubes, and the repeat results were reported to the physician. Pt had a cardiac catheterization. There were no report of adverse health consequences due to the discordant troponin results.

Manufacturer narrative:
A siemens healthcare field service engineer (fse) was sent to the customer site for instrument evaluation. After evaluation of the instrument, the fse determined that the cause of the discrepant troponin results was a malfunctioning wash 1 station. The instrument was repaired. The instrument is performing within specifications. No further evaluation of the device is required.